Event description:
The customer reported that the left monitor intermittently went blank, and therefore there was an intermittent loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the candlestick high voltage connectors and performed a filament calibration. The system operates as intended.